Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection showed an external fluid leakage near the dialysate line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st100 an external fluid leak was observed. There was no patient involvement. No additional information is available.